Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. The customer experienced an elevated blood glucose (bg) level in the low 300's mg/dl range and trace levels of ketones. Manual injections were administered to address the bg levels. The contact reported the customer would use manual injections for insulin therapy.